Manufacturer narrative:
(B)(4).

Event description:
The patient experienced pain at his pocket site. He stated the "tip broke off of the metal part in my back." Additional information has been requested, a follow-up report will be sent if additional information becomes available.